Event description:
It was reported that the device would not charge. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and reproduced the reported problem. Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.